Event description:
It was reported the pump was exposed at the pocket site. As a result of the erosion, the device system had to be explanted. The cause for the erosion was unknown. No diagnostic testing or troubleshooting was performed. The patient experienced complications as a result of the event, which included drainage, discharge and an incisional wound opening of the pump pocket site. The patient was placed on intravenous antibiotics. The patient did not experience any symptoms of withdrawal upon explanting the pump because the patient was placed on oral baclofen. The eroded wound healed about 8 weeks after the explant date, and a new pump and catheter were then implanted on (B)(6) 2014. The healthcare provider (hcp) implanted a smaller pump to try and prevent erosion in the future. The explanted device system was not returned because the products were discarded at the hospital. The pump was used to deliver lioresal. There was no alleged product issue, and the patient¿s status at the time of this event was reported as ¿alive ¿ no injury.¿ no further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10871r21, implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type: catheter. (B)(4).